Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that vessel dissection occurred. The target lesion was located in the moderately tortuous and mildly calcified mid right coronary artery. A 3.00x32mm promus element &#10244;rug eluting stent was advanced and deployed to treat the lesion. However, as soon as the stent was deployed, proximal dissection was observed. A 2.5x16 promus element drug eluting stent was deployed overlapping the proximal end of the previously deployed 3.0x32 promus element &#10259;tent to cover the dissection and the procedure was completed. No further patient complications were reported and the patient's status was stable.